Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 at 3:30a with blood glucose of over 600 mg/dl. Customer¿s current blood glucose is 466 mg/dl. The customer was treated with injection. Customer reports they have contacted their healthcare proffessional regarding the high blood glucose. The customer was wearing the insulin pump during the hospitalization. Based on customer report proceeding in troubleshoot per customer alleging possible pump under delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test. Unit was received with minor scratched lcd window, cracked battery tube threads and stained address/serial number label.